Event description:
A total of 3 implants were placed. This implant removed 9/5/96. Pt is a non-smoker with high blood pressure. Pt experienced pain, tightness and tenderness prior to removal. One pt affected.